Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 323.027, lot: 2243441, manufacturing site: bettlach, release to warehouse date: march 14, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual investigation: a piece at the grooved conical tip of the lcp drill sleeve is broken off as complained. The broken off portion was not returned. The rest of the instrument is in used but still in good condition. Dimensional inspection: the sleeve outside diameter and the bore inside diameter were measured and found to meet the specifications / all listed specifications are from drawing: actual dimension of outside diameter = pass, actual dimension of bore diameter = pass, document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was as required, and the hardness value was confirming the specifications. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. No manufacturing related issues that would have contributed to this complaint were found. The exact root cause of this event cannot be determined but the most probable reason is mechanical overloading. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery by using the lcp drill sleeve in question. During the surgery the screw part of the lcp drill sleeve broke while attaching to the plate. The procedure was successfully completed. The patient outcome was reported as stable. No further information is available. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity: unknown). This report is for one (1) 2.8mm threaded drill guide. This is report 1 of 1 for (B)(4).